Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during the surgery,the device got damaged,then changed other company product. There was a significant delay. No patient injury was reported.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual examination of the device confirmed the reported complaint. The torsional spring is bent, uncoiled and dislodged from the recessed grooves of the top jaw. The self-capture mechanism is bent.